Event description:
It was reported that the patient had an infection at the implantable pulse generator ipg site. The patient's symptoms included redness. The patient was administered antibiotics and underwent a procedure where the ipg was explanted, and the lead extensions were cut in the pocket. Post operatively, the patient was noted to have recovered. Cultures were taken but results are unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(6); batch: 7109751. Product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(6); batch: 7109896.